Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed while the patient patient was rapidly paced. Following the pre-implant bav, hemodynamic instability was observed. The patient's blood pressure was maintained at 80 millimeters of mercury (mm hg) using backup pacing at 80 beats per minute (bpm). Subsequently, the transcatheter valve was implanted. Following the implant of the valve, the patient's blood pressure did not rise above 50 mmhg; therefore, bleeding was suspected in various sites. A full-body assessment was performed, but no bleeding sites were identified. Subsequently, percutaneous cardiopulmonary support (pcps) was performed, and the patient's blood pressure recovered to 120 mmhg and was stabilized. It was noted that myocardial weakness may have contributed to the hypotension/hemodynamic instability due to the patient's age.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. Following the pre-implant bav, hemodynamic instability was observed. The patient's blood pressure was maintained at 80 millimeters of mercury (mm hg) using backup pacing at 80 beats per minute (bpm). Subsequently, the transcatheter valve was implanted. Following the implant of the valve, the patient's blood pressure did not rise above 50 mmhg; therefore, bleeding was suspected in various sites. A full-body assessment was performed, but no bleeding sites were identified. Subsequently, percutaneous cardiopulmonary support (pcps) was performed, and the patient's blood pressure recovered to 120 mmhg and was stabilized. It was noted that myocardial weakness may have contributed to the hypotension/hemodynamic instability due to the patient's age. Additional information was received indicating that the hypotension and hemodynamic instability began after the bav, but before insertion of the delivery catheter system.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012416828); product type: 0195-heart valves; implant date: non-implantable device, updated data: b5. Added second paragraph. H6. H11. Added lot number to dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.